Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Evaluation and investigation is in process. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that prior to surgical procedure on (B)(6) 2023, device not cutting properly. It was cutting in thin strips instead of sheets of skin. No harm to patient and/ or user. No delay in surgical procedure. Due diligence is in process.

Event description:
The report indicates the skin graft was damaged and only partially unusable presumably requiring a new/additional graft to be harvested and the device was changed out in order to continue the procedure.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Review of the most recent repair record determined the device was out of calibration. Device components with corrosion were replaced. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.